Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported while supporting a patient implanted with an impella 5.5 device, the automated impella controller (aic) displayed an air in purge system alarm with audible indicator that randomly started. The team attempted to repair. However, the air in purge system alarm continued. Consequently, the aic was exchanged. There was no patient harm as a result of the event. Additionally, there was no report or indication of interruption in support.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue ¿ other has been completed. The console logs from the complaint date are consistent with the reported complaint. The console was tested after arriving in field service. However, the air in purge system alarm could not be reproduced. This console was tested with a known good pump and purge cassette kit but functioned normally without any issue. The root cause of this issue was likely use related. There was likely a kink in the purge line or the purge fluid bag needed to be changed.